Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture was found behind the display lens and in the battery compartment. The battery cap was not returned. The battery compartment was cracked on the side from the threads to the cover. A test cap was able to attach to the pump. The pump was unresponsive and no vibratory or auditory alarms were functional, and the display was blank. The pump history and black box were unable to be downloaded. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and internal components.